Manufacturer narrative:
Continuation of d10: product ID wr9200-svc lot# serial# (B)(6), product type recharger h3: product ID wr9200-svc serial# (B)(6) patient complaint confirmed. Leds scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient indicating that scrolling light was green, firmware version is unknown, and they returned the device.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was trying to charge their implant however the recharger was not taking a charge. The patient stated they tried charging the recharger for 10 hours but the light on the recharger kept scrolling up and down while on the dock and when they pushed the button, it didn't do anything. Patient said they weren't able to look at the dock or troubleshoot or even provide a serial number at the time of the call as they were on a plane and their external devices were in their luggage below them. They said the plane was about to take off. Patient said they didn't know how much time they had before their ins battery depleted but said they texted their managing healthcare provider (hcp) about their concern and the hcp had told them that their tremors would come back if the implant battery died before they could charge it. Patient said they could deal with that as long as they weren't "gonna di e or anything. That's my only concern" so they wanted to work on resolving the issue once they were with their external devices again. Patient services reviewed with the patient to call back when they had their equipment with them to troubleshoot the issue (check dock power/dock connection, hold the power button down for ten seconds on the recharger while it is on the dock to try to resolve and if not to do a recharger reset off the dock prior to determining what to send expedited to the patient.) The issue was not resolved through troubleshooting. Patient called back with external equipment. Troubleshooting did not resolve the issue. Agent emailed repair to send replacement wireless recharger to patient. Replacement was sent to hotel that patient is going to be staying at.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.